Event description:
During the implantation procedure, the pt suffered a csf leak. It was also noted on the report that careful closure of cochleostomy was performed. No other information is available at the time. The company is in the process of obtaining additional information.